Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service due to a maintenance required message. There was no harm or injury reported. During the trilogy evo, USA device at a third-party service center, an error code related to the charging of the internal battery was observed. The device's internal battery to address the issue. Additionally, the device's inlet foam filter and particulate filter were replaced for 4-year preventative maintenance. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.